Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration as confirmed via x-ray. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy. No device malfunction was suspected.